Event description:
It was reported that the patient had symptoms of lightheadedness. It was discovered that the patient's implantable cardioverter defibrillator (ICD) had inappropriately provided anti-tachycardia pacing due to incorrect interpretation of supraventricular tachycardia. Medication changes were made. The patient's condition was unknown.